Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During a onsite visit the company representative verified the system and found laser meets specification. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
A technician reported that at the completion of a lasik procedure it was discovered that the patient was treated with the incorrect treatment plan in the left eye. Before treatment, the technician confirmed the treatment plan for the patient and eye and then left the room. Before treatment began the technician left the patient treatment screen to check the system energy but does not remember if she checked the energy before confirming the patient treatment plan of after. The technician and the surgeon confirmed the treatment plan immediately prior to delivering treatment by looking at the hard chart but did not confirm the treatment plan on the screen of the system. The patient was retreated and is reported as doing well.